Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose dropped to 22 mg/dl on (B)(6), 2017. The customer treated with orange juice and her blood glucose has since increased to 158 mg/dl. During troubleshooting the insulin pump settings were found to be accurate. The status screen displayed the same amount of insulin as contained within the reservoir. The insulin pump was not returned for analysis.